Manufacturer narrative:
(B)(4). Damaged adjusting knob. The analysis results found that the device arrived in the open position, with staples present and with the breakaway washer uncut, indicating that the device had not been fired. No functional test could be performed, as the rotating knob was noted to be damaged not allowing the device to close. The device was disassembled to verify the condition of the internal components and the knob-rotating pin was noted to be broken not allowing the device to function as intended. Although no conclusion could be reached as to how the rotating knob became damaged, the damage to the rotating knob may have been due to an excess force applied while trying to close or open the device. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. (B)(4). It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a hemorrhoidectomy procedure, there was partial stapling; it was mentioned that the surgeon hand sewed the patient to complete the procedure, and this procedure took 30 minutes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.